Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by ad on 4/10/2019. Design-related issues: exactech has received 9 complaint reports involving holes in sterile instrument/implant peel pouches (no other complaints involving 315-35-00) since 2008. The sales data for all glenoid k-wires (315-35-00) was used to calculate a complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this does not appear to be design related. Mfg-related issues: exactech is not aware of receiving any other complaint reports involving a part from this packaging lot of 35 pieces. The packaging is visually inspected per wi 701-105-090. Therefore, this does not appear to be related to the manufacturing of the packaging materials. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this sterile instrument, 750-2007-026- rmr-instrument rev k, was reviewed. The risk is captured in line 12. Corrective actions are not required because the occurrence is "very low" and the risk is captured in the rmr. The outer packaging damage reported in experience c2018-532 was likely the result of the end of the k-wire puncturing through the clear side of the peel pouch during handling or transportation, compromising the sterility of the instrument. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no patient involvement. The sterility of the device is compromised, this presents the possibility of patient infection. An investigation was conducted: the outer packaging damage reported was likely the result of the end of the k-wire puncturing through the clear side of the peel pouch during handling or transportation, compromising the sterility of the instrument.

Event description:
It was reported from the us that prior to going into surgery, a puncture hole was noticed in the packaging. The agent did not take into the operating room. The device was received for analysis on 12/27/2018. The k-wire punctured through the clear side of the peel pouch during handling or transportation, compromising the sterility of the instrument. There is no patient involvement. The sterility of the device is compromised, this presents the possibility of patient infection. Inactive agency with no hospital/other contact information for the event. No additional information.